Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle (filament or strand type) was observed inside an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This was observed in the central mixing service, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4 (model, unique identifier (UDI) #). Additional information: d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between november 14, 2023 and november 15, 2023. H11: the actual device and three (3) photographs of the sample were received for evaluation. Visual inspection of photographs and returned sample showed a particle (filament or strand type) inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.